Event description:
Reporter alleged obtaining the results of 343 mg/dl and 146 mg/dl back to back within 10 minutes on the advantage system on (B)(6) 2012. Reporter alleged obtaining the results of 138 mg/dl, 288 mg/dl and 376 mg/dl back to back within 10 minutes on the advantage system on (B)(6) 2012. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.